Manufacturer narrative:
A manufacturing lot review could not be performed because the lot number has not been received. The user discarded the device. Because the device was not returned add'l device evaluation cannot be performed.

Event description:
During procedure, the needle tip broke. Needle was not visible in joint. On fluoro it projected over meniscus. We localized this with a needle and made add'l incision in posterior lateral knee similar to inside out repair. Made small capsulotomy posterior and flushed. Was not able to find needle tip but it was flushed into extra articular location, distal and posterior to joint on x-ray by a couple of cm. No clear harm to the pt but the metal fragment remains in the pt.